Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the cap piercer to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported the cap piercer leaked during patient testing involving the unicel dxc800 pro synchron clinical system. The customer stated that sodium (na) recovered low on five (5) patient results. The results were reported out of the laboratory. The samples were rerun on the same instrument and obtained results considered correct by the customer. There was no report of effecting patient treatment in connection with the event. There was no report of exposure or injury with this event.